Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's blood glucose decreased to 34 mg/dl but the insulin pump failed to alert for their hypoglycemia. It was confirmed that the device was programmed to alert when the sensor glucose decreased to 80 mg/dl and below. As a result of the hypoglycemia, the customer was involved in a vehicular accident while driving. The incident occurred on (B)(6) 2019, and the customer was taken to the emergency room. The customer's blood glucose was 35 mg/dl at the time of hospital admission. Additionally, the caller mentioned that the insulin pump had an absence of low blood glucose alerts. The self-test was performed but the device alarmed hardware low level failure. However, the device was able to rewind. The insulin pump also passed the displacement test. However, the insulin pump will be returned for analysis due to the audio issue and hardware low level failure alarm. The insulin pump will be returned for analysis.